Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was down to 47 mg/dl. Customer went on an eating frenzy to bring it back up. Customer stated that even after lunch, her blood glucose was still slow. Customer ate a lot of sugar and her blood glucose came up. Customer ate an apple and cheese at lunch but did not bolus. Customer took the pump off for an hour. Customer stated that she has been experiencing low blood glucose for 30-45 minutes. Customer ate a little cookie and she didn't have her glasses. Customer thought it was active insulin and let it deliver without knowing about the bolus of 25 units. Customer stated that this caused the low blood glucose. Customer performed the displacement test and passed. Customer was advised to contact her health care professional regarding the low blood glucose and to monitor the pump.